Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient went to the bank and the security alarm went off. There was an electromagnetic interference (emi) exposure. The patient felt a shocking sensation and dropped to the floor. The patient then went to the emergency room (ER) because she had pain at the implantable neurostimulator (ins) site. The pain continued but then it subsided over the weekend. It was noted that the ins was never turned off. The location of the shocking and pain was at the ins location. The patient was fine now and using her therapy. The manufacturing representative (rep) was going to meet with the patient to check the ins. The change in therapy/symptoms was considered sudden. The issue occurred in the last 10 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.